Event description:
I had saline breast implant surgery a long time ago, I noticed that after the implants, my normal low blood pressure increased and I became hypertensive. I believe that the implants were causing this increase in blood pressure, also the older I got, the more difficult it was to sleep on my back, as the weight of the implants felt like I had a cat or dog sleeping on my chest. It was uncomfortable. Recently, I had the implants removed and my blood pressure went back to a normal level within three days of the removal surgery. Hypertension disappeared. If this is something you believe should be considered as a warning issue on the label of breast implants then I will follow up and give you all the data you are requesting. My email is (B)(6), thanks. I never would have had implants if I new it was going to make me hypertensive. (B)(6). FDA safety report ID #: (B)(6).